Event description:
It is reported that the patient was revised due to loosening of the tibial component. When the device was removed there was no bonding of cement to the coating on the base plate.

Manufacturer narrative:
This report will be amended when our investigation is complete.